Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: a review of the black box showed call service 064 and 078 alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. Unrelated to the original complaint, visible moisture was found in the display. The pump was opened to find moisture on the printed circuit board.